Manufacturer narrative:
Product complaint # pc-(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: device has no anomalies, rusted a little bit but expected condition. Cord has a cut but the wires inside the insulation seems to be not damaged. Connected to gen and a test electrode, tested for functionality. Works as intended, tested for 15s for continuity. UDI: (B)(4).

Event description:
Additional event information received on 10/17/2018. The lot number 1502125 is being added to the file after receiving the device.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visually, the device has no anomalies, however a little rust was observed but within expected condition. The cord has a small scratch but no damage is evident to the wires inside the insulation. Additionally, when connected to generator to test for functionality no issues were found. The device was tested for 15 seconds for continuity and performed as intended. Furthermore, an incorrect lot number was provided which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be received in the future, this file will be reopened at that time and updated accordingly to reflect the information received. Furthermore, a review into the depuy synthes mitek complaints system revealed no complaints for this lot of devices that were released to distribution. UDI: (B)(4).

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that during a shoulder repair procedure the customer's vapr 3 footswitch stopped working. The case was completed with another like-device with no patient harm or delays. The sales rep was not present for the case and could not provide any additional information. The sales rep could not provide a lot number. The device is being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.